Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex ivory pvc soft seal cuff tracheal tube cuff deflated or was unable to inflate during use on a patient. It was noted that there was a "risk of auto-extubation." No patient injury was reported.

Manufacturer narrative:
One portex 7.5mm ivory pvc, nasal, soft seal cuff tracheal tube was returned for investigation. The device was returned inside a plastic bag and without its original packaging. Visual inspection was performed at a distance of 12" to 24" and under normal conditions of illumination; no discrepancies were found. During functional testing, a syringe was used to inflate the device cuff and pilot balloon and the device was submerged under water. No bubbles (indicating a leak) were observed escaping from the device. Investigation was unable to confirm the reported device issue and it was found that the device operated as intended.